Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
(B)(6) customer received a blood glucose reading of 540mg/dl on the contour xt, retested with 2nd meter because he did not feel that high and the reading was 101mg/dl. He did not change any medication, he doesn´t take insulin. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. New meter and strips were sent to him.